Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. The sheath inserted into the groin. The physician pulled back and the valve was leaky. Both air and fluid leak observed. The observations were seen during aspiration of the sheath. The sheath was replaced and the procedure was completed successfully without patient complications.